Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: severe pain and clicking of the left hip and elevated chromium/cobalt levels; and has been unable to work since the surgery. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2009 - dor: no revision reported at this time. (Left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: severe pain and clicking of the left hip and elevated chromium/cobalt levels; and has been unable to work since the surgery. Patient has not yet scheduled an explantation of the asr hip implant.